Manufacturer narrative:
(B)(6). One smiths medical cadd® medication cassette was returned for analysis in used condition. Upon visual examination, the cassette had a flow stop pressure plate instead of the pressure plate that is required. Documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The following operations were reviewed to verify that the operations were properly performed: cassette line clearance, pressure plate assembly, material handling and material segregation practices. A sample of 125 units were assessed for proper pressure plate placement finding no discrepancies. A CAPA was issued in order to determine the root cause and implement proper corrective actions in which hourly quality checks were implemented.

Event description:
Information was received indicating that one day following changing a smiths medical cadd® medication cassette to a cadd® pca pump, the fluid was noted to be at the same level as the previous day. The physician was notified and a new cassette was placed, resuming medication infusion. The patient had complaints of dizziness, hot flashes, and vomiting following medication re-initiation. The patient reports that the medication was rapidly infused. It was noted by the physician that the symptoms that occurred did not justify hospitalization. The patient recovered with no further adverse effects.